Event description:
Event description guidant received info that this cardiac resynchronization therapy defibrillator (crt) and this implanteable endocardial lead measured shocking impedances of over 125 ohms and an increase in pacing impedances. This device was subsequently explanted due to recent field advisory. Upon removal from the pocket, one high voltage terminal pins was found loose in the header. The removed, and a similar crt-d was implanted. Once the setscrews were tightened on the replacement device, shock impedances were observed to be within normal limits (42 ohms). To date, there have been no reported pt symptoms associated with this clinical observation.

Event description:
Event description guidant received information that this implantable endocardial lead measured shocking impedances of over 125 ohms and an increase in pacing impedances; although still within a normal range.